Event description:
A customer contacted beckman coulter inc (bec) in regards to an erroneous low alkaline phosphatase (alp) result on one patient that was generated by the analyzer unicel dxc 880i synchron access clinical system. The erroneous result was reported out of the laboratory. The sample was repeated on an alternate unit and higher result within the normal reference range was obtained and reported. The physician stated that no patient treatment was administered or withheld based on the false low alp result.

Manufacturer narrative:
Sample information was not provided. No other chemistry results run at the same time on this patient sample were questioned or repeated. A bec field service engineer (fse) found reagent probe b failed the level sense test. Fse replaced the level sense bead and verified the repair via precision testing. Qc results were within range.